Event description:
During thoracic vascular surgery, it was reported a blood oozing at the graft branch used for ecc. After protamin was administered, bleeding stopped and the procedure was successfully completed.

Manufacturer narrative:
No product eval was performed since the graft was not returned to the MFR. A review of the device history records indicated that the graft was processed and inspected according to the procedures and no anomaly was found. Specifically, no anomaly was evidenced in the collagen coating records. The review of the water permeability testing of three products coated on the same day than the complaint device indicated values well within product specs. Two products coated on the same period than the complaint device underwent water permeability testing. Test results indicated values well within product specs. No leakage was observed and no poor collagen adherence was noted during the test. No conclusion can be drawn. Product testing performed on similar products would tend to indicate that the device was not defective. Note that blood oozing is not an unexpected event, specifically in thoracic vascular surgical procedures. Indeed, in thoracic vascular surgery, pt blood is highly diluted and heparinized while pt is under ecc leading to oozing phenomena that usually stopped when protamin is administered to the pt which was the case in this event.